Event description:
Report received that "the rate was set at 60ml/h and was later found running at 980ml/h." Info regarding the length of time the rate was incorrect, the IV solution type and the amount of overinfusion was not available. The pt did not experience any adverse effects. She was monitored closely and no medical intervention was required. The infusion rate was reportedly not changed by any nursing personnel, and no power failures occurred. No additional info was available.